Event description:
It was reported that the patient presented in clinic for a scheduled device follow-up. Upon interrogation, it was noted that the device showed an alert indicating "possible high voltage damage detected on (B)(6) 2017". Upon review, the episodes were noted to be oversensing during cautery for an unrelated procedure. No intervention was performed. The patient will continue to be monitored and was stable throughout the event.